Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received an alarm on the insulin pump during prime. Customer stated she changed her reservoir and the insulin pump alarmed during prime. During troubleshoot; customer stated the drive support cap is sticking out. Blood glucose is 251 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing drive support disk, cracked display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker. The insulin pump alarmed compromised force sensor system during the basic occlusion test due to missing drive support disk.